Event description:
On june 25, 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini system kit was accidentally run over. Her ultramini system kit, which consisted of the meter, test strips, and lancing device were all destroyed. This complaint was classified based on the customer care advocate (cca) documentation and the information obtained from the callback on (B)(6) 2014. Since the system kit was accidentally run over on (B)(6) 2014, the patient reportedly could not test her blood glucose for 5 days. Reportedly, she developed symptom of blurred vision and headache on the morning of (B)(6) 2014. On (B)(6) 2014, the patient went for a doctor¿s office visit where her blood glucose was elevated to 300 mg/dl. The patient¿s doctor prescribed metformin on the day of concern and referred her to an ophthalmologist. Since the patient started on metformin, her blurred vision symptom has abated. During troubleshooting, the meter and lancing device was replaced because the casings were damage in the accident. The test strips were also replaced as it was contaminated by rainwater. This complaint is being reported because the patient had symptom that can be suggestive of hyperglycemia after her system was accidentally destroyed and she was unable to test her blood glucose with the lfs products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.